Event description:
Pt reported the button on the infusion device is getting stuck and bring up the bolus screen when not touching the infusion device. Pt stated all buttons are not responding. Preliminary eval shows the up/down button on the infusion device works. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.